Event description:
It was reported that the footswitch cable is broken and will not allow the generator to be activated on max power level. The cable was swapped to complete the procedure with no patient consequence.